Manufacturer narrative:
Concomitant medical products: lead competitor. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an impedance alert occurred on the right ventricular (rv) lead due to an impedance spike, which triggered a polarity switch. The rv lead was reprogrammed. However, an impedance spike and polarity switch occurred again. The rv lead was subsequently reprogrammed and remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.